Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .038 avanti + femoral sheath was damaged upon opening. It looked to be packaged wrong; the sheath was pinched between packaging (sterility & usability concerns). There was reported injury to the patient. The device will be returned for evaluation. Per preliminary image review, the side port extension tubing was compressed into the seal.